Event description:
It was reported that the patient received inappropriate therapy due to noise. Insulation damage suspected. X-ray was inconclusive. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.